Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The asahi sion blue guide wire and 3.5 x 12 mm xience alpine referenced are being filed under separate medwatch reports.

Event description:
It was reported that the procedure was to treat a bifurcation lesion at the mid left anterior descending (lad) artery and the second diagonal (d2) artery. The first sion blue guide wire was attempted to be advanced to the d2, but could not cross due to the anatomy. The guide wire was pulled back and advanced to the lad successfully. The second sion blue guide wire was then attempted to be advanced to the d2, but could not cross due to the anatomy and was removed. With the first sion blue guide wire still in the lad, the 3.5 x 15 mm xience alpine stent delivery system (sds) was advanced without issue, and the stent was deployed at 18 atmopsheres (atm). During removal of the sds, resistance was noted with the guide wire, but was successfully removed. Angiography was performed and a distal lesion was observed in the lad. The 3.5 x 12 mm xience alpine sds was then advanced over the same guide wire and successfully deployed at 20 atm. During removal of the sds, heavy resistance was noted with the guide wire; therefore, the devices were removed as a single unit. The procedure was then completed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The difficulty removing the guide wire was unable to be confirmed. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported for difficult to remove the guide wire from this lot. Based on the reviewed information, no product deficiency was identified.